Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump passed the displacement test and self test. However, hardware low level failures. Alarm confirmed in the pump formatted history file due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.